Manufacturer narrative:
(B) (6).(B) (4). (B) (4).

Event description:
Same case as MFR report #: 2134265-2010-01377. It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The 80% stenosed lesion was ¿tight,¿ in a mid left anterior descending artery and was in-stent restenosis of previously placed stents. A 2.5x10mm cutting balloon was advanced to the first diagonal and inflated twice to 10 atms for 38 and 40 seconds, respectively. A 2.5x16mm taxus liberte¿ drug eluting stent was advanced to the lesion in the mid left anterior descending artery and deployed at 14 atms for 25 seconds. When the stent was deployed, the first diagonal artery was ¿pinched off.¿ a 2.5x15mm maverick2 balloon was advanced to the first diagonal artery and inflated to 8 atms for 22 seconds and the physician was able to reopen the first diagonal artery. The physician attempted to advance a 2.25x8mm taxus liberte¿ atom drug eluting stent to the first diagonal artery, but could not cross the 2.5x16mm taxus liberte¿ drug eluting stent that was in the mid left anterior descending artery. Under angiography, the 2.5x16mm taxus liberte¿ drug eluting stent looked hazy and the physician thought that the 2.25x8mm taxus liberte¿ atom drug eluting stent had dislodged within the recently placed stent. The same 2.5x15mm maverick2 balloon was reinserted and advanced to the proximal left anterior descending artery and inflated to 16 atms for 18 and 10 seconds, respectively in order to crush the dislodged stent. Another 2.5x16mm taxus liberte¿ drug eluting stent was advanced to the lesion but could not cross. The same 2.5x15mm maverick2 balloon was reinserted and advanced to the proximal left anterior descending artery and inflated to 16 atms for 18 and 10 seconds, respectively. No further patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination of the device found the device was returned with no stent attached. The balloon was found to have the stent impression on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. No kinks or damage were noticed along the shaft of the device. The remaining balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. Solidified blood was present within the entire length of the inflation lumen, indicating the device was used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR report #: 2134265-2010-01377. It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The 80% stenosed lesion was 'tight,' in a mid left anterior descending artery and was in-stent restenosis of previously placed stents. A 2.5x10mm cutting balloon was advanced to the first diagonal and inflated twice to 10 atms for 38 and 40 seconds, respectively. A 2.5x16mm taxus liberte' drug eluting stent was advanced to the lesion in the mid left anterior descending artery and deployed at 14 atms for 25 seconds. When the stent was deployed, the first diagonal artery was 'pinched off.' A 2.5x15mm maverick2 balloon was advanced to the first diagonal artery and inflated to 8 atms for 22 seconds and the physician was able to reopen the first diagonal artery. The physician attempted to advance a 2.25x8mm taxus liberte¿ atom drug eluting stent to the first diagonal artery, but could not cross the 2.5x16mm taxus liberte' drug eluting stent that was in the mid left anterior descending artery. Under angiography, the 2.5x16mm taxus liberte¿ drug eluting stent looked hazy and the physician thought that the 2.25x8mm taxus liberte' atom drug eluting stent had dislodged within the recently placed stent. The same 2.5x15mm maverick2 balloon was reinserted and advanced to the proximal left anterior descending artery and inflated to 16 atms for 18 and 10 seconds, respectively in order to crush the dislodged stent. Another 2.5x16mm taxus liberte' drug eluting stent was advanced to the lesion but could not cross. The same 2.5x15mm maverick2 balloon was reinserted and advanced to the proximal left anterior descending artery and inflated to 16 atms for 18 and 10 seconds, respectively. No further patient injuries or complications occurred. Patient status is satisfactory.